Event description:
It was reported that central control monitor (ccm) touch screen would not respond to touch. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was found on a comment posted online with no further information. Further diligence is being performed to correctly identify the complainant and address the reported issue.

Manufacturer narrative:
D4 ¿ primary unique device identification (UDI) number is only the device identifier (di) number. The production identifier (pi) number is not available as the serial number is unknown. Multiple diligence attempts for retrieving the serial number and complainant information were unsuccessful. The reported complaint was not verifiable since the product was not returned for evaluation or testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.